Manufacturer narrative:
Investigation completed. Evaluation codes added.

Event description:
Allegedly, patient was revised due to infection. Revision njr number: 4348919. Side:r. Primary asa: p2 - mild disease not incapacitating.